Event description:
The customer called to report a blank display as well as corrosion in the battery compartment and battery cap contacts. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and the issues continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a stripped battery cap. The insulin pump also had a blank display, due to corrosion inside the battery tube.